Event description:
Caller alleged discrepant inratio results during their half year control check up. Results as follows:. On (B)(6) 2014, patient had severe hematoma's on his leg; no treatment was given. Alere was unable to obtain any additional information. Customer used two strips lots for testing. It is unknown which results correspond to which lot number.

Manufacturer narrative:
Investigation pending.